Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. The device was found to have reset 219 times due to an unknown cause. The device was subjected to and passed returned product testing. Analysis was able to confirm the report electrical reset observation, but unable to confirm the premature depletion observation as the device met estimated longevity.

Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker battery depleted faster than expected. A save all to disk done and sent. The device settings were reviewed and revealed that the device was reset twenty nine times associated with the patient being in atrial fibrillation (afib). This device has since been explanted. No additional adverse patient effects were reported.